Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window and cracked belt clip slot at battery tube threads area. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.